Event description:
On (B)(6) 2003, I had a umbilical hernia and a inguinal hernia repaired with bard mesh monofilament polypropylene ref# (B)(4) lot #43hmd027. Shortly after surgery, I went to see dr (B)(6) about a hard lump, swelling and constant pain. He said the lump was due to the mesh becoming "rolled up" and that he could fix it. Meanwhile, as I was considering this, I became more sick, stomach issues, swelling, constipation, diarrhea, nausea and a fever. I went to my primary care and he tried different things, for about 8 weeks, I was sick in bed and then it leveled off. As time went on, I just dealt with how my life was going to be. I could not sit for long periods, driving was very painful, stabbing pain, eating dinner or sitting for more than 10 mins is not doable. I had all sorts of medical tests done to see what it could be ... Upper gi, colonoscopy, MRI, cat scan, during this process, we found renal cell carcinoma, I had this removed on (B)(6) 2007. But my pain, swelling was not healed. On (B)(6) 2008, dr (B)(6) went in to fix what was thought to be a hernia but it was a suture granuloma around the mesh area. I have a new spot which maybe the same thing. I am still in severe pain, swelling, edema, all abdonimal distresses. I cannot sit, drive, travel, stand for any length. My life is a constant state of pain, I have tried pt several times, I wear binders to help with activity and I have tried pain meds but none works. I have read many posts as to others with similar issues and other recalled items with bard, can mine be a part of this??